Event description:
It was reported that the patient was feeling no stimulation in her left leg, but only her right leg. She needed it in her left leg. The patient had a trial device placed the day prior for a ¿bum¿ left leg. She had 2 rods and 6 screws and then all of a sudden her left leg started going out on her, which is how she was referred for the trial. The patient felt they did the wrong leg for the trial. During the initial programming after the trial was placed, the company representative pushed it up real high, and kept going higher and higher. The patient told the representative she wasn¿t feeling it all in the left leg, only the right leg. The right leg was fine and didn¿t need the stimulation. The patient was told to go home and use it for a little while. The patient did that, but then stated the day of the report that it was zapping her strong on the right side. The patient was in pain with the same ¿dead¿ leg and it wasn¿t helping. The patient was given antibiotics and pain medications after the trial. Upon follow up from the company representative, it was reported that the patient had been given multiple programs but had not been willing to work with the representative. The patient was unable to meet with the representative. It was stated that the physician was also aware. If any other information is available regarding the outcome or troubleshooting, a follow up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. (B)(4).